Event description:
It was reported that green and red circles are concentric on the interface display, but the drill got to out of the hole. A 10 min delay in operation was reported. To complete the surgery the doctor used a competitor's device.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the product found no obvious damage on the device. Our functional check with the interface unit could not confirm the stated failure. However, this failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.